Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  This complaint is only an information request. The customer saw the following report and wanted to obtain further information. Https://www.accessdata.FDA.gov/scripts/cdrh/cfdocs/medsun/medsun_details.cfm?ID=75270 there was no malfunction with any of the devices belonging to the customer.

Event description:
Device switches to pediatric mode by itself.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Reported by user outside the us. Report reference see https://www.accessdata.FDA.gov/scripts/cdrh/cfdocs/medsun/medsun_details.cfm?ID=75270. G5 ventilator set up initially correct. Responded to room for vent alarm, vent found to be in pediatric mode and patient not being ventilated properly. Seems vent switch to pediatric mode without user input. Vent reset to adult, and replaced when another vent became available. G-5 ventilator spontaneously switched from adult mode to pediatric mode. Patient hand-bagged until switch back to adult mode. Rrt (registered respiratory therapist) in room to observe function of ventilator until new g-5 placed on patient. Malfunctioning g-5 sent to technology coordinator to assess. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient if it were to reoccur.

Event description:
Device switches to pediatric mode by itself.